Event description:
Pt fell off of table step. No injuries were reported.

Manufacturer narrative:
The step involved was replaced by an independent svc agency. During replacement no root cause of failure was able to be determined. Reviewing similar type of occurrences leads us to the conclusion that the cause was that the step was either damaged during installation or abused during use.